Manufacturer narrative:
(B)(6). The device is not expected to be returned as it remains implanted in the patient. The model and serial number of the device is not known, therefore a device history review cannot be performed.

Event description:
A report was received that the patient, who is enrolled in the (B)(6) registry clinical study, was admitted with worsening of parkinson disease which was moderate in severity. On the day before admission the patient fell and required sutures to the left palm. When admitted, the patient complained of slow deterioration in gait. The patients stride had become smaller, with more freezing and feeling less steady on his feet. Stimulation parameters were adjusted and this resulted in a reduction in freezing, but also led, after some delay, to significant dyskinesia of the legs. Medications were adjusted and this resulted in an improvement in the hyperkinesias, a reduction in freezing and improved the patients gait. The patient was satisfied with the settings and the event recovered and resolved, and was then discharged. Per the clinical study information is not collected for this type of event. No additional information is available.

Manufacturer narrative:
Date of birth: (B)(6) (exact date is unknown). Initial reporter name and address: phone: (B)(6). A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient, who is enrolled in the vercise dbs registry clinical study, was admitted with worsening of parkinson disease which was moderate in severity. On the day before admission the patient fell and required sutures to the left palm. When admitted, the patient complained of slow deterioration in gait. The patients stride had become smaller, with more freezing and feeling less steady on his feet. Stimulation parameters were adjusted and this resulted in a reduction in freezing, but also led, after some delay, to significant dyskinesia of the legs. Medications were adjusted and this resulted in an improvement in the hyperkinesias, a reduction in freezing and improved the patients gait. The patient was satisfied with the settings and the event recovered and resolved, and was then discharged. Per the clinical study information is not collected for this type of event. No additional information is available.